Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The physician planned to push up the ipsilateral leg to the bifurcation of the left external iliac artery and the left internal iliac artery when the leg was deployed. However, the push up was not done successfully, and the left internal iliac artery was covered by the endoptosthesis. The physician tried to push up the leg again during touch-up ballooning, but the artery remained to be covered. The right internal iliac artery was patent, and blood flow of the covered artery was observed on delayed image. The physician concluded the procedure and elected to monitor the patient. The patient tolerated the procedure.